Manufacturer narrative:
This follow-up report is being submitted to relay additional information. ¿ the following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Complaint can be confirmed. Visual inspection of the returned femoral cr impactor pad item # 42509909400 lot # 62757398. Found to exhibit signs of repeated use (nicked and gouged) and a corner of the cr side has fractured off. Dimensional analysis was performed and results were within specification. The features of the fracture surface visually align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad broke while impacting. The surgical technique was utilized, there was no surgical delay, there were no foreign bodies retained. No further information has been provided.